Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) chamber connection was not working. The epg has been returned. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The device passed incoming functional tests. The case was found to be broken, with a missing bail and bail cover. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.